Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 213657 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 213657 and device part number 195-430wl / lot 212051. Quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 213657 based on the total quantity of devices distributed is 0.00103%. Based on the evidence available, the lot is performing as expected. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 213657 based on the total quantity of devices distributed is 0.000686%. Based on the evidence available, the lot is performing as expected. No additional investigation is necessary as a product deficiency was not identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on 19dec2022 on nasal swab. The consumer may not follow the label instructions, so she added more than 6 drops into the top hole of the test card, and she got a positive result on (B)(6) 2022. Also, the consumer suspected the result of the first test, so she took other two binaxnow covid-19 ag self-test tests on (B)(6) 2022 and she got negative results on them. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on (B)(6)2022 on nasal swab. The consumer may not follow the label instructions, so she added more than 6 drops into the top hole of the test card, and she got a positive result on (B)(6) 2022. Also, the consumer suspected the result of the first test, so she took other two binaxnow covid-19 ag self-test tests on (B)(6) 2022, and she got negative results on them. No additional patient information, including treatment and outcome, was provided.